Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. A revision was performed and the crt-d along with the right atrial (ra) lead and right ventricular (rv) lead were explanted while the left ventricular (lv) lead was left in service. Moreover, the previously capped right ventricular (rv) lead remained capped. There were no additional adverse patient effects reported. These explanted products will not be returned. Ai indicates that the entire system has been explanted and the patient was treated with intravenous antibiotics. Additional information indicated that the lead was broken into pieces during extraction. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction was file due to correction on b1: adverse event/product problem, b5: describe event or problem, h6: device codes. The lead that was broken into pieces during explant is a common practice while explanting leads, especially chronic leads (this one was implanted for 10 years), and is not an allegation against the performance of the lead.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was broken into pieces during extraction.